Event description:
Patient is at the infusion center for pembro/carbo + fluids today. Upon starting pt's fluids, the fluids started leaking out of the first port in the IV set (where we usually hook up the chemo adapter) resulting in a fluid leak. This was noticed right away and the infusion was stopped and new tubing was used to infuse the fluids.